Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that an altitude alarm, cartridge alarm 5 and cartridge alarm 6 occurred. Reportedly, the customer was not outside the allowable operating altitude range and had followed the prompts on the pump when loading the new cartridge in use at the time of the alarm. The customer's blood glucose level was 547 mg/dl with moderate ketones. Reportedly, the customer had an alternate pump for insulin therapy and used the alternate pump to address bg level.